Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue an investigation was completed to determine the cause of this reported event. Field service engineer (fse) will be dispatched to the site for further evaluation. Fse stated the customer verified camera was working normally. Vision was stable and no indication of orientation issues. Fse was unable to reproduce issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the horizon on the robot was not correct. A technical support engineer (tse) did not note any associated errors in logs. The surgeon reported that the horizon appeared straight on the robot but was 30 degrees off. Prior to calling in the site removed and reseated the endoscope and tried to re-target with no change. Tse recommended repositioning manipulator or changing out the endoscope. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.